Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7016857.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. The patient was doing well postoperatively. The explanted devices were discarded by the facility. No further information has been obtained despite good faith efforts.